Manufacturer narrative:
Merge healthcare is evaluating and further investigating this allegation to determine if any actions are necessary.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and three-dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. On (B)(6) 2016, merge healthcare was notified by a customer that when a new study was viewed, the patient's prior studies were not being retrieved from the database as expected. The customer did not allege any death, serious injury or harm to any specific or overall patients. There is however, a potential for a delay or incorrect treatment due to a physician is not being able to view a patient's prior studies for comparison with the current study.

Manufacturer narrative:
After further investigation by the merge healthcare development team, it was determined that this issue is due to a defect in the code. This defect was related to comparison logic for querying prior patient studies. The selection criteria is set through preferences and depending on the criteria, a patient's suffix (junior (jr.)) As entered on the prior record, was compared to the data entry (jr) on the present record and would be seen as a mismatch (jr. Versus jr). Therefore, the prior would not be pulled for comparison based on the user's selection criteria preferences. Code changes are reflected in merge pacs version (B)(4). To correct the issue, the customer configured their settings to only pull the patient's last name and mrn, then to ignore the first name and suffix. Clinical workflows require that the customer has already read the prior images for treatment or diagnosis. Historic patient reports are available to physicians for comparison purposes. The primary/current image is the basis for treatment and diagnosis as it contains the most recent images. Any prior images that were evaluated in the past are used as aids only for comparison or historical purposes. Based on the results of merge healthcare's investigation related to prior studies not being pulled due to comparison logic for suffixes (jr. Versus jr), the customer's complaint does not meet the requirements for medical device reporting. The customer's issue did not result in harm nor would a recurrence have a remote or greater likelihood to result in a death or a serious injury.